Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced no audio output. Patient experienced a low on (B)(6) 2014 and emts came to her house. Patient went into convulsions which prompted her son to call for the emts. Emts treated patient in her home with an IV.at the time of the call patient was recovering.